Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the patient had issues pumping the device. It was difficult to squeeze and the pump of refilled very slowly. The physician attempted to activate and could not get the pump to work correctly. A new inflatable. Penile prosthesis pump was implanted the device cycles perfectly now..

Manufacturer narrative:
D10, h3, h6, h10 h3 device evaluation the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. . Product analysis concluded these activation issues could affect the functionality of the pump in resulting mechanical issue. Therefore, product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the patient had issues pumping the device. It was difficult to squeeze and the pump of refilled very slowly. The physician attempted to activate and could not get the pump to work correctly. A new inflatable. Penile prosthesis pump was implanted the device cycles perfectly now.